Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor tissue expander fill kit was received damaged and a tubing was sticking out of the package. There was no contact with the patient or adverse event reported.

Manufacturer narrative:
On march 18, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the packaging of the product appears damaged exposing the tubing. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Based on the information currently available, a product issue was identified during the investigation of the photo received. This product issue was addressed through mentor¿s quality system. Based on the manufacturing investigation, the tissue expander fill kits are distributed by mentor but manufactured by an external supplier, therefore, this complaint cannot be determined as manufacturing-related. However, this product complaint was notified to the external supplier of these tissue expander fill kits and a non-conformance was opened for the external supplier to continue investigating this product issue.

Manufacturer narrative:
After secondary review of this file performed on february 29, 2024, it was decided to add medical device problem code, a0207, to more accurately capture the reported event. Section h 6. Medical device problem code, a0207, was added.

Manufacturer narrative:
On june 11, 2024, the product investigation was updated and a new statement was added: based on the manufacturing investigation this product complaint was notified to the external supplier of these tissue expander fill kits and a non-conformance was opened for the external supplier to continue investigating this product issue. Since no valid lot number was provided, no manufacturing record evaluation could be performed.